Manufacturer narrative:
The device has been received for analysis, but requires additional investigation which is not complete at this time.

Event description:
It was reported that during a treatment procedure in the superficial femoral artery, the zipwire guidewire was not staying wet and the coating was coming off. The physician was unsuccessful in his attempts to insert the guidewire into a 4f catheter. The procedure was completed with another of the same device with no patient complications. Current patient status is reported as 'okay'.